Event description:
It was reported to manufacturer, by facility, per facility a patient was in the life 6" above a chair, when the main bolt between the boom and scale broke, dropping the patient back onto the chair. Facility also commented that the end of the boom holes have started to "egg out" and are showing wear. Patient sent to ER for evaluation, cuts and scrapes to arm and back noted, x-ray taken of his back, facility still has not confirmed the results of patient's x-ray. Manufacturer sending replacement parts [ a new boom; 0y0083, mast pivot joint; 0y0089, and a new 4pt cradle w/ scale] also issued RMA #40814 for return parts to be evaluated.